Event description:
It was reported a patient underwent right total hip arthroplasty. Subsequently, the patient dislocated which was not reducible. The patient was subsequently revised as it was found there was disassociation of the implants. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: item name#28mm i.d. 38mm o.d. Size c bearing; item number#110031009; lot#65726126. G2- italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified scuffs and marks (metal transfer) on the internal taper and spherical radius, most likely caused during explantation otherwise the head appears to be in good condition. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. There is a dislocation of the right hip arthroplasty. No fracture or other abnormality is identified. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.